Event description:
The customer received a result of 102 mg/dl on the mobile system, and a result of 56 mg/dl on the performa system. The customer felt hypoglycemic with these results. On a different occasion the customer received a result of 92 mg/dl on the mobile system, and a result of 42 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278290, expiration date 06/30/2015). (B)(4).